Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to (B)(6) 2016; therefore, no UDI is required. Analysis was performed by onsite service personnel which included efforts to reproduce the reported issue. The issue was successfully replicated onsite by observing the absence of audio output. Diagnostic testing of the mainboard was performed and no error codes were identified. A visual inspection was subsequently conducted, which confirmed a speaker malfunction indication. Based on the investigation findings, the probable cause of the malfunction was determined to be a mainboard hardware failure. The mainboard was replaced, and speaker functionality was verified following replacement. The device was confirmed to be operating as intended and was returned to full functionality and service.

Event description:
Philips received a complaint on an intellivue mx450 patient monitor indicating that the device displayed a speaker malfunction error message and did not produce audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.